Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the emergency backup battery (ebb) cover on the patient's backup system controller was missing a screw. The screw was not found by the customer and required a replacement.

Manufacturer narrative:
Section d5: operator of device corrected manufacturer's investigation conclusion: the reported of a damaged screw for the heartmate 3 system controller (serial number: (B)(6) was confirmed via submitted photos. Information provided states that the screw was unable to be found and required a replacement; however, upon inspection of the submitted image it is apparent that the screw head had broken off and the body of the screw remained in the system controller. No product was returned for evaluation. Additional information confirmed that the screw issue was discovered in the operating room. Multiple attempts were made obtain additional information regarding the event (including if there are further images available, if the screw issue was observed ¿out of the box¿, and if any product would be returned for analysis); however, the information was not provided. The root cause of the reported event could not be conclusively determined through this analysis. A manufacturing analysis has been initiated to further investigate this issue. The relevant sections of the device history records for the heartmate 3 system controller (serial number: (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The heartmate 3 patient handbook section 6 entitled "caring for the equipment" and the heartmate 3 instructions for use (IFU) section 8 entitled "equipment storage and care" describe how to care for and clean all equipment. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.